Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. Kmt engineering evaluated the returned and observed monitor functioned as expected. The reported service error code occurs if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up which can generate an erroneous service error code. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report service required error code r203c (hub device error) while putting on the wcd system after taking a shower. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.